Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy occurred; the actual residual volume was 6ml and the expected residual volume was 3ml. The patient stated that the "pump is working intermittently." There were no alarms. The patient thought that there was a problem with the reservoir of the pump. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.